Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint is unconfirmed and the root cause could not be determined.

Event description:
It was reported that medication was unable to be delivered with a bd pen ndl 32g 4mm 100ct germany roche. The following information was provided by the initial reporter, translated from german to english: in customer's opinion the accufine needles are clogged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication was unable to be delivered with a bd pen ndl 32g 4mm 100ct (B)(4) roche. The following information was provided by the initial reporter, translated from (B)(6) to english: in customer's opinion the accufine needles are clogged.